Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 3. It was noted imaging was challenging and the tricuspid valve had five leaflets (two anterior leaflets and two posterior leaflets). An xtw clip (40910r1069) was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional xtw clip was inserted and deployed without issues. To help stabilize the slda, a third xtw clip (40910r1071) was inserted, and grasping was performed. It was noted the clip was opened to optimize the grasp of the septal leaflet. While opening the clip, it appeared to have interacted with the slda clip, causing said clip to detach from the anterior leaflet and embolize into the right atrium (ra). A snare was inserted in attempt to remove the embolized clip. However, the clip had migrated to the sinus and lodged in a stable position in the cardiac vein. The third clip was then deployed, reducing tr to a grade of 1. No additional treatment was performed as physician stated the embolized clip remained stable in its current location. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported device damaged by another device (caused damage) was due to procedural circumstances. The cause of the reported difficult imaging was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.